Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient have difficulty charging the ipg. The patient underwent an ipg repositioning procedure and was doing well post operatively.

Event description:
It was reported that patient have difficulty charging the ipg. The patient underwent an ipg repositioning procedure and was doing well post operatively. Additional information received that patient was not able to get enough pin relief and having discomfort at the implant site.

Event description:
It was reported that patient have difficulty charging the ipg. The patient underwent an ipg repositioning procedure and was doing well post operatively. Additional information received that patient was not able to get enough pin relief and having discomfort at the implant site. Additional information was received that patient experienced alleges cardiac symptoms. No further information was obtained despite of good faith effort.